Event description:
This procedure was performed in (B)(6): there was highly calcified stenosis in the iliac externa. The physician first performed pta with kissing balloons (both sides), then used a visi-pro stent on the left side. It was easy to advance the visi-pro but it became separated from the catheter, immediately before the stenosis. The physician used a snare but in the end, the physician opened the artery, and removed the stent. Once the visi-pro was removed the physician implanted a bifurcation graft.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted.